Event description:
It was reported that the ventilator failed internal leakage test and gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the device did not ass pre-use check (puc) - gas supply test and internal leakage test failure. Furthermore, the flow transducer test, pressure transducer test and safety valve tests failures were found in provided log files. Identification of issue has been done by analyzing problem description, device's logs and service report. There was no patient involvement. Based on technician statement, the water entered air gas module due to malfunctioning hospital's air central system. The module has been replaced to resolve the issue. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. According to the user's manual for servo-s (rev. 04), maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The most probable root cause is usability issue. The defective part has not been available for return.

Event description:
Manufacturer's ref. #: (B)(4).